Event description:
New information received notes that oversensing of noise leading to inappropriate therapies was observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable and is recovering.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.4-8.7cm from the distal tip. The etfe coating was not abraded at this location. Internal insulation abrasion was noted 6.0-6.7cm underneath the right ventricular shock coil. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate therapy. Other damages found were sustained during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks and atp (antitachycardia pacing). Upon review, right ventricicular (rv) lead failure was suspected. Lead explant was discussed. The patient was stable.